Manufacturer narrative:
The affected journey ii bcs articular insert, journey ii bcs femoral oxinium, journey tibial baseplate and journey bcs resurfacing patella were not returned for evaluation. Thus, a thorough product evaluation could not be performed. However, device details were provided. Therefore, the review of the manufacturing records and complaint history were conducted. The review of the manufacturing records for the listed batches did not reveal any deviation from the standard manufacturing processes. The review of the complaint history for the listed parts revealed no prior complaints for the listed failure mode with the same batch number. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. A relationship, if any, between the device and the reported incident or adverse event could not be corroborated. Without the return of the actual product involved, our investigation of this report is inconclusive. A clinical analysis noted that no relevant clinical medical information was provided to conduct a thorough medical assessment. Without supporting clinical/medical documents a thorough investigation cannot be performed. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened.

Manufacturer narrative:
Follow-up and model # contains additional information.

Event description:
It was reported that the patient presented an it band syndrome and right patella femoral clunk crepitation for which a knee arthroscopy was performed. No revision required. No additional information specified.